Manufacturer narrative:
The technician found the brake casters are dry rotted. The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters are not holding. No patient impact.